Manufacturer narrative:
Siemens recommended to the customer to perform serial dilutions and pretreatment of the sample with hbt scantibodies tubes to remove possible interferences. The hbt scantibodies products are not available in (B)(4). The customer can not perform serial dilutions as this is too expensive for the laboratory. There is no sample that can be sent back for investigation at the manufacturing site. The cause for the discordant advia centaur xp ca19-9 results with the alternate method is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "warning: do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease. Note: do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assayspecific values to evaluate quality control results. Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
False high advia centaur xp ca 19-9 results were obtained for a patient sample. The patient sample was tested on an alternate method and the results were negative. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant ca 19-9 results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00126 on july 30, 2015. On 08/03/2015 additional information: the customer tested the patient sample at another laboratory on the advia centaur xp and two alternate methods. The results were high on the advia centaur xp and negative on the alternate methods. The reagent lot used on the advia centaur xp was 052362. Results (u/ml): advia centaur xp: 452.18. Alternate method 1: 19.81. Alternate method 2: 12.59. The difference in results between the advia centaur xp ca19-9 assay and the alternate methods ca19-9 assays for this patient sample is most likely due to some unknown interferent. The instrument is performing within specifications. No further evaluation of the device is required. (B)(4)